Manufacturer narrative:
(D10) concomitant devices: 02-010-01-0215 - logic femoral ps cem left sz 1.5. 02-012-35-1513 - logic ps insert sz 1.5, 13mm. 02-012-45-1515 - lgc tibial fit tray cem sz 1.5f / 1.5t. 200-02-35 - three peg patella 35mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the left side and was implanted with exactech devices. Subsequently, the patient experienced worsening back pain. As a result, approximately 3 years after initial replacement, the patient 's pain is being controlled with medication. No further impact to the patient was reported. It was noted the patient has since died of unknown causes. No other information is available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.